Event description:
It was reported by the aci sales professional that a patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the puncture site. It was reported that the physician attempted to shuttle down but was unable to engage the advancer tube to deploy the sealant. The physician removed the device and converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was in a manufacturing position. The shuttle down procedure was simulated and the advancer tube locked as intended. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined. The review of the lhr (lot f1106304) indicated that the mynx device met all established performance criteria prior to shipment.